Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("essure coils migrating") and device breakage ("essure coils fragmenting") in a 33-year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo undergo an essure confirmation test". The patient's medical history included light headedness, fatigue, bleeding vaginal, menorrhagia, menses irregular with excessive bleeding and low back pain. On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant, hysterectomy, bilateral salpingectomy unilateral salpingooophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, device dislocation and device breakage outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. The reporter commented: coils visible: left 12 remaining, 'right 12 remaining diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2019: medical records received. Events added from mr- essure coils migrating and fragmenting. Date of insertion updated. Lab data, medical history were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant, hysterectomy, bilateral salpingectomy unilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Essure indication added, removal date updated from 2015 to 11-apr-2016. Event device monitoring procedure not performed was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic'), device dislocation ('essure coils migrating'), device breakage ('essure coils fragmenting') and genital haemorrhage ('gen.abnorm.bleed') in a 33-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo undergo an essure confirmation test". The patient's medical history included light headedness, fatigue, bleeding vaginal, menorrhagia, menses irregular with excessive bleeding and low back pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), device expulsion ("expulsion"), psychological trauma ("psych injury related to essure"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (to remove the essure implant, hysterectomy, bilateral salpingectomy unilateral salpingooophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, device breakage, genital haemorrhage, dyspareunia, menorrhagia, device expulsion, psychological trauma, migraine and headache outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: coils visible: left 12 remaining, 'right 12 remaining discrepancy noted for essure removal date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- dyspareunia, menorrhagia, genital bleeding, device expulsion, psychological trauma, migraine, headache, consumer address were updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.